Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Device not available.

Event description:
Certas plus shunt (implanted in USA) is suspected to have blockage as the reservoir has been pressed inward and won't come back up. Additional info received on 04-may-2016: exact product code unknown, product is implanted in patient no record of product code as it was implanted in USA. Serial/batch/lot # - unknown, product is implanted in patient no record of product code as it was implanted in USA. Product implanted date - unknown. Please clarify if there was any patient consequence; if so please specify: none. Please clarify if the patient will be revised: no revision has currently taken place. If the patient will be revised please provide all the available information as soon as the patient is revised: will keep you updated if revision occurs